Event description:
A customer observed positively biased valp qc and patient results on the vitros 5,1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the biased results occurred while the customer was bringing valp on-line on their 5,1 fs analyzer. Performance verifies yielded acceptable results. Calibration responses parameters were typical. The customer did not have access to proficiency samples or another analyzer for troubleshooting. The customer recalibrated and stated that controls and patient correlation have been acceptable. The root cause of the event could not be determined.